Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's ventricular lead showed a lead warning as the lead switched to unipolar due to low impedance. The atrial lead data had collected many high rates which appeared to have some noise. Upon interrogation, the noise could not be reproduced. Both leads were programmed to unipolar and remain in use. No patient complications have been reported as a result of this event.